Manufacturer narrative:
The complaint was forwarded to the manufacturing site, vygon germany, for evaluation. The following is a summary of their investigation: we received three faulty samples. Two of the samples were leaking at the junction of catheter tube and fixation wing. A microscopic examination showed a tear at this area (see photos). There are different reasons which might lead to a catheter rupture/leakage. Excessive tensile force. The usage of small syringes can result in catheter rupture and embolism. The usage of alcohol-based disinfectants. Alcoholic disinfectants may irreversibly damage the catheter, as mentioned in the IFU: "avoid any contact of the catheter tubing to alcohol containing disinfectants", "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." An occlusion of the catheter may have led to a high pressure and caused a burst/leakage. In order to avoid this the product's IFU says: "if the catheter is not used immediately, or its use is temporarily discontinued, it is necessary either to leave an infusion connected all the time to both lumens or to block the catheter according to your hospital protocol." The examination of the third samples also showed a leakage approx. 0,2 mm distal from the wing (see image below). We believe this could have been caused by mechanical damage (e.g. Dressing change, sharp instruments). Since there is no batch number available, it is not possible to review the batch history records. Each catheter is flow and leak tested, and a 100% visual test is carried out on each catheter. There is one other complaint for code (B)(4) regarding leaking catheters. The batch history could not be checked due to a missing number. Corrective action: no corrective action will be initiated at this time as each catheter is leak and flow tested, and a manufacturing root cause could not be found. However, both vygon USA and germany will continue to monitor this issue.

Event description:
All 3 catheters leaked at transition from hub to catheter.

Manufacturer narrative:
There were three occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2019-00018, 2245270-2019-00019, 2245270-2019-00020. The malfunctioning devices were return to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
All 3 catheters leaked at transition from hub to catheter.